Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device replacement procedure for normal elective replacement indicator (eri), there was a loss of pacing noted due to the use of electrocautery. The patient did not experience any consequences due to this, and the procedure was completed successfully.